Manufacturer narrative:
The returned device was evaluated and the investigation found no damages or manufacturing defects that would contribute to a dislodging of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. Although no damage was present, the exact cause of the dislodging could not be determined. Investigation results additionally found no evidence of any damage or manufacturing deficiencies that would result in the adhesive pad to be separated from the device. The adhesive pad was returned attached to the device.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to 260 mg/dl. The patient reports the pods adhesive had detached from the pod causing the cannula to become dislodged from the pod infusion site (abdomen). As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.